Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: type of investigation: h6 investigation findings: 3221 no findings available, 4114 device not returned. H6 investigation conclusions: 4315 cause not established. Codes added: h6 investigation findings: 10 testing of actual device, 4111 communication/interviews, 4112 analysis of information provided by user/third party.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 17mm amplatzer septal occluder (lot: 9075607) was chosen for implantation utilizing an unknown delivery system. During implantation the occluder deformed into a cobra shape when exiting the delivery system. The occluder was removed and placed in warm saline for five minutes. The device was tested again but the cobra deformation persisted. A replacement device was used to complete the procedure. There were no reported patient consequences.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.